Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient never experienced therapeutic effect and no had symptom relief at all since it was put in on (B)(6) 2012. It was further reported that it never worked and the battery got dead. Patient reported that they fell a week ago" ((B)(6) 2019). Names of listing physicians were forwarded to patient. No further complications were noted or anticipated.